Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (tvr). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition and embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), and migration (i.e., minimal leaflet calcification), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to these adverse events. Regarding the valve malposition event, a definitive root cause could not be determined at this time; however, the event may be related to the mechanisms described above. Regarding the valve migration and embolization events, investigation results suggest/indicate procedural factors (valve malposition) may have caused or contributed to these events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by edwards patient support, the patient contacted the edwards patient support center (pcs) to inquire about complications experienced during a recent transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra resilia valve inside a 29 mm non-edwards valve. According to the patient, an ultrasound performed on the day after the tavr procedure revealed the 23 mm sapien 3 ultra resilia valve had migrated which required an open-heart surgery to address. Following this, a second 23 mm sapien 3 ultra resilia valve was implanted. The implanting physician stated that the valve was implanted via open heart surgery and commented on "how difficult it was". This event was also reported by a field clinical specialist (fcs). As reported by the fcs, approximately 1 day post tavr procedure via the transfemoral approach, an echocardiogram was performed revealing the valve had migrated more ventricular. As a result, the patient was brought to the hybrid operating room (or). Under fluoroscopy, the valve was observed to have embolized into the left ventricle. The patient's chest was opened, and the 23 mm sapien 3 ultra resilia valve was removed. The leaflets of the non-edwards valve were also removed. A new 23 mm sapien 3 ultra resilia valve was prepped, and it was successfully implanted in a higher position than the first valve. The new valve was then post-dilated with a 23 mm non-edwards balloon. The patient was noted to be stable. Subsequently, additional information was provided revealing the perceived root cause of the first valve migrating and then embolizing into the left ventricle was the valve had been implanted too low in the non-edwards valve. There was no allegation of an edwards device deficiency or device malfunction causing or contributing to the event.